Event description:
Related manufacturer reference number: 2017865-2024-37242 it was reported the patient presented for implant procedure. During surgery, a separation was observed between the leadless pacemaker (lp) and the docking cap. The lp was removed from the patient and found to have prematurely separated from the delivery catheter. A different catheter was used to successfully implant the lp. The patient was stable throughout.